Event description:
It was reported that (1) tsb45 was used during a lap gastric bypass procedure. It was reported by the rep that the surgeon fired tsb45 stapler across stomach four times. Things looked fine until five minutes later the surgeon came back and noticed a hole. The staples had fallen apart. There was extended or time by five minutes. In 2000 the pt return today with leakage.